Manufacturer narrative:
Correction to h7 from no remedial action applies to notification + recall. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and a bubble with a crack in the polycin vorite of the sense b notch that progressed into the lead insulation. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that there was no reported allegation against this subcutaneous implantable cardioverter defibrillator (s-ICD). This s-ICD was returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and a bubble with a crack in the polycin vorite of the sense b notch that progressed into the lead insulation. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that there was no reported allegation against this subcutaneous implantable cardioverter defibrillator (s-ICD). This s-ICD was returned and analyzed.